Event description:
The recipient reportedly experienced skin flap breakdown which resulted in thinning of the skin. The recipient's device then extruded. Explant surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will be reimplanted at a later date. The recipient is healing.

Manufacturer narrative:
Correction: section.

Manufacturer narrative:
The recipient's site reportedly healed.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.